Manufacturer narrative:
The condition of inoperable stop key was confirmed due to a defective phm (pump head module) keypad. The phm keypad was replaced to correct the reported condition. (B)(4).

Event description:
During service by baxter on (B)(6) 2010, a colleague cx volumetric infusion pump was found to have an inoperable stop key on the pumphead module keypad. This condition was found during product evaluation, and according to the hospital representative, no patient injury or medical intervention had been reported related to this device. This is involving a pump with software version (B)(4) which is categorized remediated. No additional information is available.

Event description:
The facility reported a colleague infusion pump with a failure code of 808:06. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred 2x on (B)(6) 2010 during delivery causing an interruption of delivery.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report.complaint no: (B)(4).

Manufacturer narrative:
(B)(4).